Event description:
The customer reported a malfunction on their insulin pump. No information was provided regarding whether the issue impacted the customer's blood glucose level, as the caller declined to answer. The customer was not using the most recent software version and was informed they would receive a replacement pump with updated software. While the pump was out of warranty, technical support agreed to replace it and advised the customer to use multiple daily injections as a backup therapy. An agreement was discussed for utilizing a loaner pump, and steps were taken to verify shipping details and ensure insurance information was collected.